Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to a component of the assay was found in the sample. Product labeling for the assay documents this interference. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient from an unknown roche analyzer. The results were reported to the endocrinologist. The patient was under growth hormone supplementation therapy with saizen and the endocrinologist claimed the results did not fit the clinical picture. Interference was suspected. Of the data provided only the results for elecsys tsh assay, elecsys t4 assay, and elecsys estradiol iii assay were a reportable malfunction. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The medwatchs for this event include (B)(6).